Event description:
The surgeon attempted to implant a lens. During insertion of the lens, the pt sneezed three times under sedation, which caused vitreous loss and the lens to dislocate. The surgeon plans to perform a secondary iol implant because a lens was not implanted. The pt's post op visual acuity is 20/40 +.